Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-sep-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they had a lead revision about 10 days ago. When asked reason for the revision the pt stated "I had a lot of arthritic changes, the wires got moved and were out of sync, and I couldn't use it because the stimulation was hitting my belly, but now I am extremely happy after the revision, I just need help turning adaptive stim off". The patient was redirected to their healthcare provider to further address the issue. Troubleshooting helped pt use controller and it was found that adaptive stim was not on. The patient was asked when the problems with their leads started and they said "about a year or maybe 6 months ago". Troubleshooting redirected to hcp.